Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 3 of 4, while the hp was connected. The hp had open clamps on the unused supply lines during the therapy. The technical service representative (tsr) explained to the hp that any lines that are not being used need to stay closed and capped. The tsr assisted the hp with cycling the power to clear the alarms. The hp was going to use manual supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) had open clamps on the unused supply lined during therapy. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.